Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient called to report that she believes her pump has been over delivering as she has been experiencing hypoglycemia all week. Patient mentioned that on (B)(6) 2016 her son had to call an ambulance as patient was incoherent. Upon arrival paramedics ran a blood glucose test of 1.0mmol/l on their device. Patient was given a glucose injection, glucose tablets, and jam on toast. A request was made for the return of the device.